Event description:
The hospital reported that the patient started to code, and patient's blood pressure was in the low 70's. Nursing set up a dopamine infusion on this instrument. When the pump was turned on, it immediately alarmed. The nurse was unable to use this pump, and gave the patient the dopamine manually. The patient was stabilized.